Event description:
Device was being used to provide CPR support for a cardiac arrest pt. After 10 minutes of use, it was reported that the compression to ventilation ratio changed randomly. The device was removed and manual CPR continued on the pt.